Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the implantable cardiac monitor (icm) exhibited noise oversensing that caused by loss of tissue contact. Programming changes were made. The patient status was unknown.

Event description:
New information received indicated that no programming changes were made to address noise oversensing that caused by loss of tissue contact.